Manufacturer narrative:
When nakanishi heard from the doctor about the details on the event, the doctor did not provide information about the patient identifier and weight.

Event description:
On march 1, 2017, nakanishi received a phone call from a doctor about a problem with an nsk surgical bur, pds-2fs-12 (lot no. 0b7). Immediately upon receipt of the information, nakanishi contacted the doctor for further information. The details are as follows. - the event occurred on (B)(6) 2017. - the doctor was performing a mandibular osteoplasty on a patient using the nsk fissure bur. - when the doctor was checking the surgical instruments used in the procedure after the surgery, the doctor noticed that the tip of the fissure bur was missing. - the doctor found the missing part in the patient body through x-ray images.

Manufacturer narrative:
On (B)(6) 2017, nakanishi contacted the doctor to obtain the patient identifier and weight, but the doctor did not provide the information. On the same day ((B)(6) 2017), nakanishi received an additional information from the doctor: the doctor decided not to removed the broken tip remained in the patient's jaw according to the agreement between the doctor and the patient. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject nsk sterile bur [serial number (B)(4)]. There were no problems observed during the acceptance/manufacturing or testing noted in the DHR. There were also no repair history records since the device is a single use product. Nakanishi conducted a visual inspection of the returned device with the tip of the bur missing. Nakanishi observed the fracture surface and noticed the following phenomena: there was evidence that the tip was fractured at the brazing portion. The color of the tip of the shank darkened that might have been caused by high load during procedures. The bur appeared to be reused even after the breakage of the tip based on the fracture surface condition. Nakanishi took photographs of all of what nakanishi had observed in the inspection and kept them in the investigation report (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi did not identify the exact cause of the bur being fractured because nakanishi was not able to perform a full evaluation of the device involved in the event due to a part of the device not being returned. Despite of the fact that nakanishi did not identify the cause, nakanishi considers the possibility from the results of the visual inspection and from many years of experience that the cause of the fractured bur was misuse by the user. In order to prevent a recurrence of the bur breakage, nakanishi took the following actions: nakanishi reviewed the operation manual and confirmed that the appropriate level of caution is included in the manual to prevent the bur breakage, but nakanishi revised the manual to add the direction to remove all of the broken pieces from patient's body and operation field if the accessory is broken during an operation. Nakanishi reported the above evaluation results to the user and directed the user not to use the device with high load and not to reuse, which is instructed in the operation manual.